Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.